Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: (B)(4) 2018. The actual sample was received for evaluation. A fracture was observed at the suture attachment of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: did the needle fall into the patient? - no information. Was the needle retrieved during the same procedure? - n/a. Was additional tissue incision required to retrieve the needle? - n/a. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was broken at the swage part during continuous suturing on the fascia. There were no adverse consequences to the patient. No additional information is available.